Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/29/2021.

Manufacturer narrative:
H10: the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external blood leak from the blood port connection was observed. It was also reported that the nurse could not tighten the blood circuit connector. There was no patient injury or medical intervention associated with this event. No additional information is available.